Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 5071 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for out of range impedance. Upon interrogation, it was noted that the lead had high/undefined superior vena cava (svc) coil impedance, high/undefined right ventricular (rv) coil impedance, and some oversensing. It was noted that the patient had fallen prior to the alert trigger and that may have caused the lead to fracture. As well, the patient's left ventricular (lv) lead had a pacing impedance spike, and high/undefined pacing impedance. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high pacing impedance. The lead was partially explanted and replaced.

Manufacturer narrative:
Product analysis the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.